Event description:
The advocate alleged that control tests were performed using the customer's contour system and the results were 40-70 mg/dl, high, out of specification. The advocate did not provide actual results. No adverse events were alleged. The advocate did not have any products with him at the time of the call, so troubleshooting was not possible. No product will be returned at this time.